Manufacturer narrative:
Corrected section(s): h6 FDA device code(s): c63952 was added medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a driveline cleaning procedure was done on 2019-01-31 with no issues and the patient tolerated the pump off-time well.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. (B)(4) / model #: 1420 / catalogue #: 1420 / expiration date: 2018-09-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was experiencing electrical fault alarms. It was also reported that these electrical faults might indicate contamination in the driveline. The driveline cable was additionally reported to have a poor mechanical connection. The controller was subsequently exchanged and the driveline will be serviced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Failure analysis of the returned controller revealed that the unit passed functional testing. During functional testing, it was observed that the driveline connector performed proper mating and locking action with the test driveline cable. Visual inspection revealed contamination in the controller driveline connector. Analysis of log files revealed five electrical fault alarms logged between 26/jan/2019 and 27/jan/2019 due to an open phase on the rear stator resulting in the pump running on single stator. On-site inspection revealed contamination in the driveline cable connector. A driveline cleaning procedure was performed to mitigate the reported conditions. As a result, the reported "electrical fault alarms " and "driveline contamination" events were confirmed. The reported "poor mechanical connection" could not be confirmed during failure analysis since the driveline cable was not returned. Based on the available information and investigation conducted, the reported electrical fault alarms were caused by the contamination/foreign material of the driveline cable connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: controller 2.0. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.